Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuff developed a leak after intubation. After the leak developed, the cuff would not maintain seal. The patient was reintubated.